Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2021. Block d6b: explant date: 2021. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(4). Batch: 1112201.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted ipg and lead were not returned. No further information has been obtained despite good faith efforts.